Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problems (gelled belt, memory errors, clock failure, abnormal shutdowns, wrench code 33- test adapter fault) have been confirmed. Upon evaluation the battery connector (ji) on the defibrillator board was found to be damaged, preventing the monitor from powering up. The cause for the gelled belt, memory errors, and clock failures cannot be positively determined. The cause for the abnormal shutdowns and wrench code 33 cannot be positively determined but is likely associated with the damaged battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The patient received a replacement monitor.

Event description:
The granddaughter of (B)(6) male patient contacted zoll customer support to report that the patient's device make a "weird sound, the belt was gelled, and the monitor displayed code 33. The patient was issued a replacement monitor.